Event description:
Information received indicates the technician found the power cord had a high ground resistance reading during and electrical check.

Manufacturer narrative:
The technician replaced the ac power cord to repair the bed.